Event description:
Same patient as MFR report #: 2134265-2010-05758, 2134265-2011-01044. Same case as MFR report #: 2134265-2011-03822. (B)(4). It was reported that following a stenting treatment procedure, the patient presented with in stent restenosis. The index procedure treated the 75% stenosed, 3.5x52mm target lesion located in the mid right coronary artery (rca). Treatment consisted of pre-dilation, the placement of two overlapping taxus liberte stents (3.5x20mm. 3.5x32mm) and post dilation resulting in 0% residual stenosis. The patient was discharged two days later on aspirin and clopidogrel. In (B)(6) 2010, with no ischemic symptom, angiography revealed restenosis in the mid rca. The 63% restenosed, 1.19x26mm lesion found in the mid rca was treated with balloon angioplasty resulting in 18% residual stenosis. Timi 3 flow was maintained through out the procedure. The patient outcome was listed as "improved" the same day. The patient was discharged two days later. Per the physician, the event was listed as possibly related to the study stent. In (B)(6) 2011, at the 2 year study follow up visit the patient had no anginal symptom.

Manufacturer narrative:
Device is combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the manufacturing documentation could not be performed as the batch number is unknown. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).